Event description:
A report was received regarding a helical blade implant. The date of the implant is unknown. Post-operatively, the patient presented with hip pain. The surgeon reported that an x-ray revealed the helical blade was protruding into the acetabular joint, causing the pain. On (B)(6) 2012, the hardware was removed and the patient was revised to a total hip. This is report # 2 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.